Event description:
Additional information received that the infection was at the ipg site . Patient was treated with oral antibiotics and the infection was resolved .

Manufacturer narrative:
Therapy date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3, reference MFR. Report: 1627487-2019-09157, 3006705815-2019-03076. It was reported that patient had an infection and the whole scs system was explanted. Date of the explant is unknown .